Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had a history of a declining pacing lead impedance consistently below 300 ohms and a capture threshold that was steadily rising. The device was reprogrammed to address this, but the issues persisted. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.